Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with an unidentified stop cock attached to the hub. The balloon was loosely folded. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.